Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and reviewed the log viewer, which showed drmcphy2ixc ¿ db service engine errors, and it was repeating. The customer confirmed that the alarms were audible and visible, but they were delayed by 15-20 seconds compared to 5-10 seconds which most likely correlated to the overall issue which was reported as slow performance at the central with alarms. The customer requested onsite service. A philips field service engineer (fse) went onsite. The fse performed a system reboot, and it resolved the issue. In response, the fse informed that the customer was expecting a red alarms sound at the same time as the visual banner appeared. The issue was that the sound was delayed by several seconds. The logs were sent to a product support engineer (pse) for review. The pse reviewed the pic ix logs but was unable to confirm the alarm delay. The pse speculated that a network connection and performance were functioning according to philips specification, and there might had been some internal networking degradation between the pc host and the bedside monitor since a restart resolved the issue. Good faith efforts (gfe) were made to obtain logs with a specific timeframe and bed label, but the logs were not provided. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device remains in use at the customer site and is operating as intended.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the red alarms are delayed, and it takes 10-20 seconds to alarm at the central station. The device was in use at time of event, and there was no adverse event reported.